Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for cervical/neck and spinal pain. Information was reported that the patient said that his ins wasn't effective the last year or two years. He said it was down to 20% effective. The patient stated that he had the whole system removed in (B)(6) 2017. No further complications were reported. No additional patient symptoms were reported.